Event description:
Per the clinic, the patient developed an infection at the implant site; the patient was prescribed 875mg of augmentin on (B)(6) 2013 and 975mg of amox-clav on (B)(6) 2013 to treat infection; infection did not resolve. The device was explanted (B)(6) 2013; reimplantation is planned but has not occurred as of the date of this report, (B)(6) 2013.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per the clinic, the patient was reimplanted with a new device on (B)(6) 2013. This report is filed december 12, 2013.